Event description:
It was reported that the device came apart when instruments were pulled out of it. The top kept coming off and the gas was let out. There was no pt injury. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the sleeve component broken apart at the seam and seal component broken apart at returned with the device. The device could not be pressure tested in its returned condition. No lot number was provided so the DHR could not be reviewed.